Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) due to extended charge time measurements. A revision procedure was performed and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.